Manufacturer narrative:
(B)(4). Device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as 10/8/10. The correct device MFR. Date was 11/24/10 which has been corrected in this follow up submission. Correction: the customer's issue is now being associated with remedial correction number 3002809144-4/21/11-001-r for architect havab-m reagent lot 93794hn00. The remedial correction number has been changed from 2623532-1/4/10-001-c to 3002809144-4/21/11-001-r to reflect the change in site of manufacture for the suspect medical device and its associated remedial action number for this issue.

Manufacturer narrative:
(B)(4), device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as (B)(4) 2010. The correct device MFR. Date was (B)(4) 2010 which has been corrected in this follow up submission. Type of remedial action initiated: the type of remedial action taken for this issue has changed from a correction to a recall.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect i1000sr analyzer, list # 1l86-01, (B)(4). Evaluation: results: (B)(4) cross contamination was identified as a potential cause. Conclusion, (B)(4) insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect (B)(6) assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the (B)(6) antigen (B)(4) which has a reduced potency that affects the architect (B)(6) performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch (B)(6) assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(6) samples.

Event description:
The customer observed four discrepant (B)(6) results generated from the architect i1000sr analyzer when architect (B)(6) reagent lot 93794hn00 was in use. Per the instructions the customer received in the abbott product information letter, the customer assayed the (B)(6) patient samples in separate runs. An example of the discrepant (B)(6) result is as follows: patient #1 initial result: 0.73 s/co, repeat result: 0.81 s/c. The customer centrifuged the sample and re-assayed with a different reagent lot and the results were okay. There was no impact to patient management reported by the customer.